Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem caused by a fracture caused by external force. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction and replaced the gui to bd cable.the unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator had a loss of communication errors between the graphic user interface (gui) printed circuit board (pcb) and the breath delivery unit (bdu) pcb and display blanks out. The ventilator was not in use on a patient at the time the malfunction occurred.